Event description:
It was reported that there was backflow of blood in a clearlink extension set. This occurred during infusion of normal saline in the neonatal intensive care unit (nicu). The duration of infusion was approximately four hours at an unspecified rate. The extension set was used with an unknown buretrol set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Therapy dates: the reporter stated that the event occurred sometime during the two weeks prior to the report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and no issues were noted. Functional flow testing was performed and the device was found to have primed and flowed as intended. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.